Manufacturer narrative:
(B)(4). Foreign source: report source - foreign: czech republic. The results of the investigation are as follows: review of the most recent repair record determined the motor speeds were unstable, the machined head was damaged, the needle bearing was worn, a washer was missing, the unit was out of calibration, and the control bar was not in the correct position. The motor, thickness control shaft, washer, screw, and various bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery while in use the dermatome could power on; however, it was unknown if it stayed on or powered off. An additional unplanned graft was needed, and there was a 5-minute delay. No additional patient consequences were reported. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Manufacturer narrative:
Correction: d4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.